Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/21/2019. Device evaluation summary: according to the information received, it was reported a patient developed capsular contracture associated with breast implant. The device was visually inspected, and it was found with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with two 495cc mentor memoryshape breast implants experienced bilateral capsular contracture baker grade iii/IV on the left breast and baker grade unknown on the right breast post procedure. As a result, patient had underwent bilateral removal and replacement with 430cc mentor memoryshape breast implants on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-22816 for contralateral prosthesis report.